Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a laparoscopic procedure of gynecology, the subject device was used. In the procedure, the clv lamp error occurred and the emergency lamp lit. The intended procedure was completed with another device. There was no patient injury reported.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc). Omsc evaluated the operation of the subject clv-s190 and the reported phenomenon was reproduced. The subject device was disassembled and it was found that the internal electrical power supply was damaged. The manufacturing record was reviewed and found no irregularities. The exact cause of the damage of the internal electrical power supply could not be conclusively determined. Based on the past similar cases, it was known that the subject device could not deliver electric voltage to the lamp and the lamp failed to turn on since the converter (internal electrical power supply) was malfunctioning. Olympus stated the appropriate handling of clv-s190 and the counter measures against abnormalities in the instruction manual of clv-s190.